Event description:
It was reported that a user of the ilet bionic pancreas experienced a blood glucose reading of 340 mg/dl shortly after connecting a dexcom g7 and required assistance navigating to a display screen, with a companion helping the user access the proper screen. Symptoms included hyperglycemia without reported complications. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no device alarms and no identified device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.